Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead exhibited noise. The sensitivity was reprogrammed to cover the noise. Subsequently, the patient underwent a replacement procedure, and this product was explanted and replaced. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.